Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed a motor error. Troubleshooting was performed. Ran a displacement test and the test did not pass. Reviewed the alarm history and found an error alarm and several motor error alarms. No further info was provided. .

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test or verify error alarm in alarm history screen due to motor error alarms.